Manufacturer narrative:
Eval summary: during investigation, no material, design or mfg related issues were found. Eval revealed that the reported event is linked to an inadequate user handling of the package.

Event description:
The nurse reported via a letter that during surgery, it was observed that the screw was nonsterile and loosely in the packaging. A replacement was available. The surgery was completed.